Event description:
It was reported from ous that during an orthopedic surgery the reamer tip broke off while reaming. There were no pieces left in the patient, it was "taken out" of the patient. The patient was stable leaving the operating room. The sales representative was present at the surgery. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Mfg date: 11/30/2015 findings: based on the investigation conducted under CAPA(B)(4), it was determined that the user instruction (e.g. The surgical technique) was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer that could result in fracture of the pilot tip are: if the user applies a bending moment to the pilot tip during reaming, which would ream the glenoid asymmetrically and apply a torque to the pilot tip, potentially leading to fracture. If the user applies a bending moment to the pilot tip by using the glenoid reamer to retract the humeral head to help gain exposure and access to the glenoid, which would apply a torque to the pilot tip, potentially leading to fracture. A review of the relevant rmr was not conducted. Corrective actions are recommended. Confirmed device non-conformance related to an issue with manufacturing, design, sterility, labeling or distribution. Comments: the issue was re-escalated under crc-2019-04-05. The crc determined that no further action was required at this time as this issue will be addressed via the equinoxe ergo instrumentation redesign project. Most likely underlying cause/root cause: the risk documentation was lacking specific failures for this type of defect for these instruments. In addition, the surgical technique was not providing information to the user of the instrument that reaming off axis can damage or break the instruments. Additionally, the surgical technique did not provide adequate instruction to the user. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event lead to patient adverse event. There were no pieces left in the patient, it was "taken out" of the patient. An investigation was conducted under CAPA(B)(4); the risk documentation was lacking specific failures for this type of defect for these instruments. In addition, the surgical technique was not providing information to the user of the instrument that reaming off axis can damage or break the instruments; the surgical technique did not provide adequate instruction to the user.